Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height was reported as (B)(6). A1: patient initials are (B)(6). Date of event: unknown. This report is for nine unknown screws. Part and lot numbers were not provided for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Date of implant is unknown and was reportedly over ten years prior to (B)(6) 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a 4.5 proximal tibial plate and nine screws explanted on (B)(6) 2016, due to complaints of pain. All devices were removed fully intact. The devices were implanted over ten years ago on an unknown date to treat a fractured proximal tibia. The surgery was completed successfully without any delay. This report is for nine unknown screws. This report is 2 of 2 for (B)(4).